Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and tending of complaint data did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and concludes that the issue is adequately addressed. In this case, the donations were possibly collected during the ¿window period¿ prior to seroconversion. In the early phase of seroconversion nat testing (hiv rna detection) is positive, but serological antibody testing non-reactive. No information was provided that any other method than nat provided reactive results for these samples. Based on the investigation, architect hiv ag/ab combo assay is performing as intended, no systemic issue or product deficiency was identified.section g1 contact information was updated to reflect the current contact (B)(6) deu.

Event description:
A literature article by alkhazashvili, maia, et al., ¿advancing blood transfusion safety using molecular detection in the country georgia¿, transfusion clinique et biologique 30.3: 307-313. Elsevier masson s.r.l. (Aug 2023), performed a study that documented false negative architect hiv ag/ab combo results. The multiplex nat (nucleic acid amplification test) testing generated positive samples that were in discordance with the initial serology testing (non-abbott platform). The sixty discordant donor samples were retested for architect hiv ag/ab combo on the architect i2000sr analyzer. Repeat testing of these 60 donor samples were completed. The study noted 12 donors were positive for nat (nucleic acid amplification test) testing, however 1 of those donor samples generated negative results when using the architect hiv ag/ab combo assay. There was no impact to patient management reported.

Event description:
A literature article by alkhazashvili, maia, et al., ¿advancing blood transfusion safety using molecular detection in the country georgia¿, transfusion clinique et biologique 30.3: 307-313. Elsevier masson s.r.l. (Aug 2023), performed a study that documented false negative architect hiv ag/ab combo results. The multiplex nat (nucleic acid amplification test) testing generated positive samples that were in discordance with the initial serology testing (non-abbott platform). The sixty discordant donor samples were retested for architect hiv ag/ab combo on the architect i2000sr analyzer. Repeat testing of these 60 donor samples were completed. The study noted 12 donors were positive for nat (nucleic acid amplification test) testing, however 1 of those donor samples generated negative results when using the architect hiv ag/ab combo assay. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.